Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ac power was not recognized. The manufacturer's service technician replaced the power supply to address this issue. After replacing the part, the manufacturer's service technician a performed an operational check on the device and a "service required" had occurred on the trilogy evo o2 device. The manufacturer's service technician observed error code ac not usable event in the device¿s event log. The manufacturer's service technician replaced the device's system printed circuit assembly board to address this issue. Additional findings not related to the malfunction/issue the manufacturer's service technician found dirt contamination on the flow sensor. The manufacturer's service technician replaced the device's flow sensor to address this issue. After replacing the parts on the device, the manufacturer's service technician performed the repair and run-in tests, along with the battery and valve checks on this device. The manufacturer's service technician determined that the device was operating properly, and it was cleaned.